Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. A total of twenty instruments from an ar-8948s instrument set were received for investigation. Visual inspection identified the presence of heavy corrosion across the metallic components of the device. A review of device history records associated with the returned part/lot combinations revealed that on average, the returned devices were manufactured between 2016-2017. The most likely cause can be attributed to wear and tear incurred as a result of repeated cleaning cycles.

Event description:
It was reported, the sales rep, noticed that all the handles unscrew from the trail wedge pieces. The sales rep brought the tray back to the distributors office and many of the threads have what appeared to be almost corrosive characteristics embedded in the threads and it appeared as if these trials hadn¿t been removed from their respective handles in years.